Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6) 2019 at 10:30 am a sensor scan result of 90 mg/dl was received compared to a built-in meter reading of 49 mg/dl. The customer felt symptoms of general discomfort, so school mates of the customer administered 3 sachets of sugar as treatment at 10:30 am. The school nurse obtained a reading of 90 mg/dl on an unspecified hcp meter at 11:30 am, after the sugar administration. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6) 2019 at 10:30 am a sensor scan result of 90 mg/dl was received compared to a built-in meter reading of 49 mg/dl. The customer felt symptoms of general discomfort, so school mates of the customer administered 3 sachets of sugar as treatment at 10:30 am. The school nurse obtained a reading of 90 mg/dl on an unspecified hcp meter at 11:30 am, after the sugar administration. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Current was applied to the sensor patch to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.